Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high capture thresholds and under sensing which was suspected to be caused by a less than optimal positioning during the initial implant. No additional adverse patient effects were reported.